Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who, upon sensor removal, claimed that sensor wire remained in skin on (B)(6) 2014. The international distributor stated that the patient sought no medical intervention.